Event description:
It was reported a shocking or jolting sensation occurred by the tailbone and to the left. The pt had a return of symptoms due to having turned off device. When stimulation was turned on, the pt only got 25% relief. The pain was around the implantable neuro stimulator (ins). It started over the weekend. The pt indicated it felt like something was pulling. It was not hot or infected. Pt stated it ached. No falls or accidents occurred. The pt noted shocking started two months ago. The pt saw an hcp on (B)(6) 2010. The hcp indicated that some of the electrodes did not work and the ones that did work were shocking the pt in the tailbone. The pt now had stimulation turned off. The pt indicated hcp thought the lead was broken. Hcp had pt see a neurologist to make sure everything was fine. The pt was home and in fair condition. Also, the pt had indicated that the ins was moving all around in the pocket. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).